Manufacturer narrative:
As reported, a smart control iliac 7x80 self-expanding stent (ses) and a smart 120 150, superficial femoral artery (sfa) ¿ 6x150mm ses were placed at the target lesion without a problem. The patient expired 19 months later, details of the death are unknown. The target lesion was at the middle portion of the right superficial femoral artery. The lesion was moderately calcified and not tortuous. The rate of stenosis was 100%. This is a case from (B)(6) smart pms for sfa and the (B)(4). No further information is available. The product remains implanted in the patient and are thus not available for evaluation. A device history record review of lot 15851087 was performed and showed that the lot of products met all requirements per the applicable manufacturing quality plan. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue.

Manufacturer narrative:
It is known that the death occurred in (B)(6) of 2015, however the exact date in (B)(6) is unknown. (B)(4). (B)(6). This device is one of two devices reported for the same event, the other report # is 9616099-2016-00098. The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a smart control iliac 7x80 self-expanding stent (ses) and a smart 120 150, superficial femoral artery (sfa) - 6x150mm ses were placed at the target lesion without a problem. The patient expired 19 months later, details of the death are unknown. The target lesion was at the middle portion of the right superficial femoral artery. The lesion was moderately calcified and not tortuous. The rate of stenosis was 100%. This is a case from (B)(6) smart pms for sfa and the case number is (B)(4). No further information is available.